Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the patient side manipulator (psm). The system was tested and verified as ready for use. The psm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that they experienced repeated instrument recognition failures on patient side manipulator (psm) 2 when attempting to install a monopolar curved scissors (mcs) instrument. The user attempted to reseat both the sterile adaptor and the instrument, but the issue persisted. Despite this, the customer was able to complete the procedure. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the surgeon discontinued use of arm 2 due to an issue near the end of the procedure. Despite this, the customer was able to successfully complete the procedure robotically using the remaining three arms. There were no reported issues with arm 2 in subsequent procedures.